Event description:
The patient underwent thrombectomy procedure in the left c3 using the penumbra system. Before the use of the penumbra system, 1,322 units of intravenous (IV) tissue plasminogen activator (t-pa) was administered. A reperfusion catheter 032 was advanced to the target vessel along with a guide wire. Aspiration was performed with the reperfusion catheter 032 and a separator 032, and subsequently a reperfusion catheter 054 and separator 054 for 75 minutes. The physician administered 3,000 units of heparin. The patient had no issues immediately following the procedure. Three days after the operation, the patient suddenly suffered disturbance of consciousness. A computed tomography (CT) revealed that the patient developed a subarachnoid hemorrhage (sah), intraventricular hemorrhage and hydrocephalus. The physician closely monitored the patient's condition but withheld any treatment. Approximately 5 days later, the patient expired. Physician's comment: it is possible that the procedure caused artery dissection. However, this is a matter of speculation because no autopsy was conducted. This intracranial hemorrhage was not due to the infarct, but sah. The relationship between the event and the penumbra system are unknown.

Manufacturer narrative:
Conclusion: vessel injury and hemorrhage are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00555, 00556, and 00557. Device was disposed of by the hospital.